Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm cs 064-0001. The alarm was cleared with a pump reboot, however the alarm recurred while priming. The alarm history showed that the alleged alarm had occurred three times that day, along with multiple occlusion alarms. The site, infusion set, and cartridge were changed, however the alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.